Event description:
The customer reports that the catheter was inserted on (B)(6) 2014. In the surgical intensive care unit, the patient rang the nurse bell because he had difficulty breathing. When the nurse came into the room, she saw a bloodstain (about 300ml) under the catheter. There was no blood at the puncture site and the catheter was still firmly secured. In fact, the distal port was disconnected at the catheter hub (brown connector). Clinical consequence for the patient: dyspnea, hypoxia, tachycardia. A gas embolism was suspected (no neurological sign). The patient was transfused with a blood bag.

Manufacturer narrative:
(B)(4).